Manufacturer narrative:
Vyaire medical file identification: (B)(4) h10: a vyaire field service representative(fsr) evaluated the device onsite and verified a leaky water trap. The fsr replaced the water trap and performed circuit test and performance check. The vent passed all tests. Delta p was 60 and the map is at 23.3. The unit was released for patient use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that air water trap is leaking on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.